Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed and the battery drawer was broken and contaminated. Analysis also found the upper case was dented and broken, the lower case was broken and contaminated, and the keyboard was scratched. It was noted the bail covers, ring cover, bails, and ring were missing. (B)(4).

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.